Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a lead removal due to infection. Troubleshooting included normal infection control. The issue was resolved at the time of report. Please see manufacturer report #3004209178-2015-22135 for information on the patient's concomitant product.

Event description:
Additional information received from a company representative reported the patient would be getting re-implanted in (B)(6).